Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Journal literature article, entitled "not all cementless femoral stems are created equal but the results may be comparable", by s.w. Carlson, ba, s.s. Lui, md, and j.j. Callaghan, md, (bone joint j 2017;99-b(1 supple a):14-17), reviewed for determination of MDR reportability. A three cohort study, the first cohort used all competitor products. The second cohort used depuy prodigy femoral stem components using 22mm or 26mm depuy femoral heads, paired with competitor cups and liners in 68 of the 100 hips, and with depuy duraloc sector cups and depuy non-crosslinked polyethylene liners in the remaining 32 hips. The third cohort of 88 hips utilized depuy summit femoral stems and depuy 28mm, 32mm, or 36mm articul/eze femoral heads. These were mated with depuy pinnacle sector ii cups. The depuy liners utilized were either moderately cross-linked polyethylene marathon liners in 60 hips, gvf (gamma vacuum foil) polyethylene in 13 hips, or ultamet metal liners in 27 hips. Within the second cohort, there were two hips revised for periprosthetic femoral fractures (with retention of the femoral components). There were also ten hips revised to address liner wear and dissociation of the liners, and two hips revised to address recurrent hip dislocation (treated with head and liner exchanges to constrained constructs). It is not possible given the current information within the study to determine within cohort two which cups and liners were involved in these latter 12 adverse events, competitior or depuy, as the study did not provide a specific breakdown of cups and liners involved. Within cohort three, there were reported three hips revised to address recurrent dislocations, all treated with head and liner exchanges to a constrained construct. There was also a report of one hip revised for periprosthetic femur fracture, requiring femoral component revision. As a side note, within cohorts two and three, there were no reports of aseptic loosening of the femoral components. This complaint will address the three hip dislocations from cohort three. See (B)(4) for reporting of the other reported adverse events from cohorts two and three.